Manufacturer narrative:
Concomitant medical products: addrl1 ipg, implant date: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s implantable pulse generator (ipg) failed them and a pacing lead exhibited an acute failure and a fracture which caused the patient to go into cardiac arrest and pass away. Additional information related to the cause of death was requested and not received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s implantable pulse generator (ipg) failed them and a pacing lead exhibited an acute failure and a fracture which caused the patient to go into cardiac arrest and pass away. Additional information related to the cause of death was requested and not received. It was also reported that the patient had been 'playing that day. Regular day, he was just jumping around with his twin.' The patient had stopped breathing, the patients mother had given cardiopulmonary resuscitation to the patient until they got to the hospital, however the patient ended up passing away. It was also reported that the patient entered the hospital in asystole where he was resuscitated and intubated and the patient experienced multisystem organ dysfunction syndrome and irreversible brain injury